Event description:
It was reported that the patients implantable pulse generator (ipg) was migrated due to non-device related weight loss and confirmed no skin breakage. The patient underwent a pocket revision procedure and was doing well postoperatively. The device remains implanted and in use.